Manufacturer narrative:
Date of event: unknown. The awareness date has been used for this field. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 6270993, expiration date: 01/31/2018, manufacture date: 09/26/2016. Medical device lot #: 6011766, expiration date: 05/31/2017, manufacture date: 01/11/2016. Medical device lot #: 6166835, device expiration date: 10/31/2017, manufacture date: 06/14/2016. Medical device lot #: 6249608, expiration date: 01/31/2018, manufacture date: 09/05/2016. Initial reporter phone#: (B)(6). PMA / 510(k) #: there is no 510(k) for this device as it is manufactured outside the us and not sold in the us. Bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for 76920 with the incident lot was not observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for erroneous results was not observed as all samples met specifications. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k3e 5.4mg plus blood collection tubes were producing erroneous results, with 10 - 20% of the samples showing leukocyte counts below the normal reference range. No serious injury or medical intervention reported.